Event description:
It was reported that during an angioplasty treatment procedure, a vessel perforation occurred. Vascular access was gained via the femoral artery. The 20x3mm 70% stenosed de novo lesion was located in the mildly calcified and mildly tortuous branch off of the mesenteric artery. The journey guide wire was advanced with the 6fr non-bsc guide catheter. And the 3x20mmx143cm coyote balloon was advanced and inflated one time to 14 atms. A vessel perforation was noted, and the physician placed a 3mm covered stent to treat the perforation which did not restore flow to the vessel. The procedure was completed with patient status stable. However, at a later time, the patient complained of abdominal pain and was transferred to another facility. CT imaging scans were performed and the patient was observed for several days. No further patient complications were reported and patient status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).